Event description:
The patient developed an infection which resulted in explant of the left ins and extension. The lead was able to be left implanted. A new ins and extension will be re-implanted in a few months. Additional information has been requested.

Event description:
Additional information received from the hcp reported that perioperative antibiotics were administered. Patient symptoms included fever, redness, swelling and pain. A pocket culture was positive for staphylococcus aureus. The patient was treated with IV antibiotics and a total system explant, and the infection resolved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device analysis was not performed. Device met risk based analysis criteria.

Manufacturer narrative:
Extension model 7482a51 serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2012, lead model 3389s-40, lot# v939343, implanted: (B)(6) 2012. (B)(4).

Manufacturer narrative:
Lead model 3389s-40, lot# v939343, implanted: 2012-(B)(6), explanted: unk.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the left lead had to be explanted due to the infection. The date of explant was unknown. The hcp still planned on implanting a new lead, extension and ins in three months.